Event description:
A pharmacist reported to baxter (B)(4) of an administration set that was found damage before usage. Once the package was opened the chamber of the set was bent and the plastic was very rigid. The reported condition occurred before patient use. There was no patient involved or medical intervention performed. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was available at the plant for evaluation. Visual inspection revealed that the chamber was bent and very rigid. The cause of this condition was not identified. No repairs were made since this is a single use device. A batch review was performed and it did not reveal any issues related to this complaint. This is a product not distributed in the us and does not have a 510k number.